Event description:
A malfunction was reported on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue reappeared.